Manufacturer narrative:
D4 & h4: UDI and manufacturer date not available upon investigation of the actual device used in this incident, it was determined that the user was unable to add a patient manually on the server. A technical support specialist (tss) informed the customer that due to a network issue, unable to dial into the server and requested to notify once the information technology team had resolved the issue from the customer¿s end. As a temporary solution, the tss advised the customer to add the patient as a temporary entry through the pyxis device and provided proper steps for adding a patient to the server with an existing visit identification. The customer granted permission to close the case, and it was subsequently closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the user was unable to add patient details manually on the server. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.